Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40 mg/dl. The cause of low bg was unknown. The customer attempted to treat their bg with a glucagon injection, however went to the emergency room where they were treated with intravenous fluids of saline. Reportedly, the customer was released the same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.